Event description:
It was reported that the battery longevity was less than expected due to chronic high left ventricular thresholds. The device was explanted and replaced. The lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.